Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for lifecare products is approx. .65/million sets.

Event description:
Underdelivery noted during biomedical engineering test procedures. The pump was sent to biomed with a report of: "flow detector cord is broken and the system locked up." The nurse could not complete set-up, there was no pt involvement. During testing with a new flow detector, the technician noted that with an expected delivery volume of 20 ml, he received just 10 ml. There were no rpts of any pt events when the device was in pt use.